Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 07.702.016s. Lot: 5b53801. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 04 feb 2025. Expiration date: 01 feb 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty(th12) for vertebral fracture on (B)(6) 2025. Following the procedure and ensuring safety, a vertebral pathway was created, and after the vbs balloon was placed, the nurse, under the surgeon's instructions, began mixing the cement kit. The nurse reported that the mixer felt sluggish and stuck from the start of the mixing operation, and when the nurse tried to continue the procedure, the handle became stuck and would not turn. After several attempts, the mixer still failed to move, as the cement would harden over time, so a new cement kit was opened and the surgery was completed successfully with no delay. Note: it is possible that powder was trapped inside the mixer during cement mixing. The expected issue was explained, and a certain level of understanding was achieved. The procedure continued without issue after the replacement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.